Event description:
Cuser called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with a potential timing issue concerning a patient on a balloon pump who was experiencing significant ectopy despite multiple infusions and recent arrest. The patient's ECG was of poor quality with arterial waveform artifact, though pressure indices and augmentation appeared appropriate, and an auto r wave deflate message was displayed. The initial step involved replacing the patient's electrodes with doppler gel, which improved ECG quality. Flushing the console transducer in standby mode was then performed, but the arterial waveform artifact persisted. User was advised on the necessity of standby flushing to prevent clot embolization. Despite the patient's irregular rhythm, the console was deemed to be performing appropriately, with the auto r wave deflate message indicating its technology for optimizing timing during dysrhythmias. A review of the chest x-ray showed the radiopaque marker above the aortic arch, and a recommendation was made to contact the radiologist for a precise placement confirmation, ideally between the 2nd and 3rd intercostal spaces. User agreed to contact the radiologist for clarification. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).